Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Tandem technical support was unable to troubleshoot as customer had already changed out pump supplies to resolve the issue. Customer's blood glucose (bg) was greater than 600 mg/dl. The customer changed out pump supplies, administered pump boluses, and manual injections to treat elevated bg. Additionally, it was reported that the pump time was inaccurate; cause was unknown. Tandem technical support guided the customer through adjusting the pump time.